Event description:
It was reported that during a plif procedure at levels l5-s1 when inserting screw, the surgeon leaned on the screwdriver at an angle in an attempt to redirect the screw. As a result, the screw head came off. Surgeon removed the remaining part of the screw as well as the broken piece. Screw was replaced with another and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of the synthes device history records for mfg revealed no complaint related issues. Screw assembly received with body not attached to screw. Visual inspection showed damage to the body. There is an imprint on ID "chamfer" where screw was "levered" from body. Screw head has deformation in groove area that would engage with collet. Also, t25 stardrive has extensive internal damage. Collet spherical ID has galling and deformation that would be similar to grooves on screw. These nonconformities are post manufacturing. This complaint is invalid.